Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the pocket site. Symptom was the patient had a fluid coming from the incision site. The patient was prescribed antibiotics and underwent an explant procedure. It was believed that the infection was procedure related.